Manufacturer narrative:
Date rec¿d by MFR: 07nov2018. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. The customer contacted product support and was advised to replaced cpu board, power management (pm) board, but the problem persisted. The customer replaced the user interface board and the problem was corrected. The customer returned the pm board, but not the user interface board. Failure analysis was unable to replicate reported failure. The field service engineer (fse) commented that replacing the pm board did not resolve issue. The fse also commended that the failing subsystem was isolated and that it was part of the ui board, unrelated to pm board. No fault found.

Event description:
The customer reported that the unit turns itself on. It is unknown whether or not there was patient involvement.